Event description:
It was reported that during a procedure at the user facility the remb micro drill was overheating. The procedure was completed successfully using back-up equipment without a clinically significant delay; no medical intervention was reported. It was also reported that during testing conducted at the manufacturer facility the remb micro drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during a procedure at the user facility, the remb micro drill was overheating. The procedure was completed successfully using back-up equipment without a clinically significant delay; no medical intervention was reported. It was also reported that during testing conducted at the manufacturer facility the remb micro drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Upon disassembly for visual inspection, it was confirmed that the device had widespread corrosion.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.